Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency dispatched room due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of incident. The customer was treated with intravenous injection in the hospital. The insulin pump will not be returned for analysis.